Manufacturer narrative:
Pharmacovigilance comment: the serious expected events of nodule at implant site and the unexpected event of encapsulation reaction were considered possibly related to the treatment. Serious criteria includes long standing events requiring medical and surgical intervention to prevent permanent damage. The potential root cause include a foreign body reaction to the product in the local tissue. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and indicate a possible involvement of the product. The type of incident is expected following use of the product. The reported lot number was valid and verified the reported product. The information in this case does not indicate a nonconforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-mar-2021 by a physician which refers to a 50-year-old caucasian female patient. The patient had no significant medical history and was not on any routine medications. No information about history of allergies or previous filler treatments has been provided. On 25-nov-2020 the patient received treatment with sculptra (lot 0j2342), diluted with 8 ml of solution for injectables, 48h of rest and after that added 2 ml of lidocaine [lidocaine] 2%, total amount of 10 ml, injecting between 1 and 2 ml at each area, at malar, mandibular region and neck using retro injection technique with cannula 22g for facial rejuvenation. 35 days later, on (B)(6) 2020, the patient experienced a late appearance of a little dots/nodule(implant site nodule) at the malar and infraorbital region. As a corrective treatment, the physician prescribed dexamethasone [dexamethasone] for 5 days, every 8 hours. On an unknown date, after the return to a medical appointment, the physician applied physiological solution/saline [sodium chloride] and performed massage to dissolve the product. At the malar region the patient experienced an improvement, however, at the eye region the patient was still experiencing some nodules. The adverse event had already lasted 5 months. On (B)(6) 2021, the patient underwent a medical appointment and the physician indicated surgical removal due to encapsulation (encapsulation reaction), according to the physician at the medical appointment. The event severity was reported as moderate. The patient was not hospitalized and had not underwent any lab test. Currently, the patient started to experience the same event again. Outcome at the time of the report: little dots/nodules was not recovered/not resolved. Encapsulation was not recovered/not resolved. Tracking list: v.0 initial. V.1 fu received on 23-mar-2021 from the same physician: event onset date updated. V.2 fu received on 05-may-2021 from the same physician: suspect device implant date updated. Event verbatim changed from little dots to little dots/nodule and was recoded to implant site nodule. Corrective treatment and event outcome updated. V3.fu received on 15-may-2021 from the same physician. The case was upgraded to serious. The patient's demographics and concomitant medication updated. Suspect device implant date, lot number, volume, injection technique, needle type, implant location updated. New event of encapsulation was added. Event location, severity, onset date and outcome was updated. Corrective treatment was updated. V4.fu received on 28-may-2021 from the same physician. Location of event and ae frequency of implant site nodule were updated.

Manufacturer narrative:
Pharmacovigilance comment: the serious expected events of nodule at implant site and the unexpected event of encapsulation reaction were considered possibly related to the treatment. Serious criteria includes long standing events requiring medical and surgical intervention to prevent permanent damage. The potential root cause include a foreign body reaction to the product in the local tissue. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and indicate a possible involvement of the product. The type of incident is expected following use of the product. The reported lot number was valid and verified the reported product. The information in this case does not indicate a nonconforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician which refers to a (B)(6) caucasian female patient. The patient had no significant medical history and was not on any routine medications. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2020 the patient received treatment with sculptra (lot 0j2342), diluted with 8 ml of solution for injectables, 48h of rest and after that added 2 ml of lidocaine [lidocaine] 2%, total amount of 10 ml, injecting between 1 and 2 ml at each area, at malar, mandibular region and neck using retro injection technique with cannula 22g for facial rejuvenation. 35 days later, on (B)(6) 2020, the patient experienced little dots/nodule(implant site nodule) at the malar and eye regions. As a corrective treatment, the physician prescribed dexamethasone [dexamethasone] for 5 days, every 8 hours. On an unknown date, after the return to a medical appointment, the physician applied physiological solution/saline [sodium chloride] and performed massage to dissolve the product. At the malar region the patient experienced an improvement, however, at the eye region the patient was still experiencing some nodules. The adverse event had already lasted 5 months. On (B)(6) 2021, the patient underwent a medical appointment and the physician indicated surgical removal due to encapsulation (encapsulation reaction), according to the physician at the medical appointment. The event severity was reported as moderate. The patient was not hospitalized and had not underwent any lab test. Outcome at the time of the report: little dots/nodules was not recovered/not resolved. Encapsulation was not recovered/not resolved. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2021 from the same physician: event onset date updated. V.2 fu received on (B)(6) 2021 from the same physician: suspect device implant date updated. Event verbatim changed from little dots to little dots/nodule and was recoded to implant site nodule. Corrective treatment and event outcome updated. V3.fu received on (B)(6) 2021 from the same physician. The case was upgraded to serious. The patient's demographics and concomitant medication updated. Suspect device implant date, lot number, volume, injection technique, needle type, implant location updated. New event of encapsulation was added. Event location, severity, onset date and outcome was updated. Corrective treatment was updated.